Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2019 - 02957. Product not returned.

Event description:
It was reported that the patient underwent and initial shoulder arthroplasty. Subsequently, poly has been worn away on the metal back convertible glenoid to the point where the superior aspect and superior screw head looks worn away. Revision surgery is required which has not taken place yet. No additional information is available at the time of this report.

Manufacturer narrative:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.

Event description:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.